Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 550mg/dl. The expected fasting blood glucose test result range is 200 top 300mg/dl. The customer did report symptom of sweating profusely, felt weak, and could barely walk on a previous incident. Customer had no symptoms at the time of the call. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 301 and 269mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :262mg/dl date: (B)(6) 2017 time:6:53am fasting, result 2 :550mg/dl date: (B)(6) 2017 time:6:52am fasting, result 3 :158mg/dl date: (B)(6) 2017 time:2:26am fasting, result 4 :55mg/dl date:(B)(6) 2017 time:10:09pm non fasting, result 5 :237mg/dl date:(B)(6) 2017 time:8:45pm fasting, customer called in states the meter is reading erratic and high. Customer states the meter read 550mg/dl and 262mg/dl fasting. Customer also states last night the meter read 237mg/dl fasting and took 45 units of novolin insulin for that glucose reading and bottomed out states that her sugar was 55mg/dl non-fasting and was sweating profusely, felt weak, and could barely walk. Customer walked to the kitchen to get something to raise her blood glucose. Customer drank two glasses to hot chocolate and brought it back up.